Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customers blood glucose level. The customer changed supplies and resumed insulin therapy prior to calling, therefore no troubleshooting was performed.